Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. When impedance tests were run, there was >10,000 ohms at 0.70v. The manufacturer representative wanted to know the standard impedance for a peripheral implant. Since peripheral is off label for this device, there is no standard impedance. The manufacturer representative stated that there were no impedance history records from previous checks. The patient was successfully programmed. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.